Event description:
It was reported that the device was not inside the sterile wrapper. As the tech was stacking, it was noted that the device was not inside the sterile wrapper, it was placed loosely on the box. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis without a tray and outside the box packaging. During visual examination it was noted that the plunger of the device was retracted a little. No issues were noted with the device and the device passed functional testing. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device was not inside the sterile wrapper. As the tech was stacking, it was noted that the device was not inside the sterile wrapper, it was placed loosely on the box. No patient complications reported.

Manufacturer narrative:
(B)(4).